Event description:
The device had been in place approximately 24 hrs when it was noted that the heimlich valve had come off. It was reconnected by an individual; however, the valve was connected incorrectly. The pt had partial re-expansion, then went into distress and developed pneumothorax. The pt subsequently recovered.